Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they were unsure of the circumstances leading to the reported issues and the issues remained unresolved. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that the patient went to their healthcare provider (hcp) a couple of months ago and the hcp's wife (also a hcp) had them turn up their usage on the remote. The patient reported after the adjustment they had tremors real bad and they were shaking so bad they couldn't write anymore. The patient also lost their balance. The patient had their settings adjusted a few times but they were still having issues. The patient programmer showed stim on. The patient checked their therapy and found it was on. The patient has been turning the ins off at night, as they were told by their hcp. When they turn the ins off they feel a slight tingle and when they turn it back on in the morning they feel a strong tingle. The patient also mentioned something about a lifealert necklace. No further complications were reported as a result of this event.